Manufacturer narrative:
06-30-15 ms: MDR decision reassessed based on information provided from the investigation and feedback from (B)(4). Complaint is a non-reportable malfunction. The ratchet is considered a convenience tool. Ratchet does not cause an increase or has any impact on torque. The binding of the ratchet does not preclude the user from driving a screw and the driver remains functional without the ratchet feature. As such if the fault were to recur it would not be expected to result in serious injury. The binding of the ratchet did not require additional force to be exerted on the handle in order to rotate it. Per feedback from (B)(4) or) bone damage is minor. One (1) calibrate navigation handle (product code: 3010-10-200n, lot number: wi9131061) was returned to the complaints handling unit (chu) for evaluation. Initial visual inspection did not find any defects or damage to the instrument. Mechanical testing found that the ratcheting mechanism of the instrument had seized, as none of the settings on the instrument would allow the ratcheting mechanism to rotate in either direction. The handle was submitted for disassembly. Disassembling the handle revealed a galling mark inside the instrument at the lip of the ratcheting body and the ring nut. Other signs of use were found but would not have interfered with the ratcheting body¿s ability to turn in the handle. It is believed that the galling was significant enough to prevent the ratcheting body from turning. This may have been caused from lack of lubrication and become progressively worse over time. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the samples and the information provided. A potential root cause may be galling along the surface of the ratcheting body and the ring nut. Instructions for use IFU-0902-90-044 revision f states that moving parts should be lubricated with water-soluble lubricant between uses in accordance with the manufacturer¿s instructions. A possible root cause may be repeated autoclave cycles without regular maintenance, leading to the galling to the ratcheting body and ring nut. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: l4-5 lumbar fusion, single level. During insertion of 3 out of the 4 screws necessary to complete surgery, the ratcheting mechanism of the driver seized and was unable to function. Rep was in surgery and witnessed the surgeon becoming angry. As it was a navigated case, he had to continue with the broken instrument to insert the final screw also. Alternative driver available but it was a non navigable instrument. Surgery was completed to the satisfaction of the surgeon. Case delayed by 10 minutes. Patient safety may have been affected due to the force and effort needed to insert these two screws.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.